Event description:
It was reported that during a lap sigmoidectomy, the clip didn't close and go out. Used a similar device to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.